Manufacturer narrative:
(B)(4). Title the comparison of r.e.n.a.l., padua and centrality index score in predicting perioperative outcomes and complications after laparoscopic radio frequency ablation of renal tumors source the journal of urology, volume 194, 2015(897-902) article number: 4 date of publication: 18 march 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed february 2006 to april 2014, a total of 215 patients were included in the study. Radio-frequency ablation (rfa) was performed for a cycle of 12 minutes for tumors 4 cm or smaller and 2-cycle ablation for tumors 4 cm or larger. Extra cycles were given if incomplete ablation was judged by the surgeon on visual examination or with the help of intraoperative contrast-enhanced ultrasonography. 5 patients had massive bleeding and 8 patients had clavien system grade iii complications.